Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. The omniwire was not returned for evaluation, thus no returned product investigation was performed.

Event description:
It was reported that during a diagnostic coronary procedure, upon completion of ifr, resistance was met. The physician attempted to free the omniwire using a buddy wire and angioplasty balloon, but was unsuccessful. The omniwire became unbraided in the coronary artery and appeared unstable for any additional maneuvering. After exhausting multiple attempts, the patient was taken to surgery for removal. Patient is in stable condition and now recovering at home. This adverse event and product problem is being submitted because the omniwire got stuck in the patient and required surgical intervention for removal.

Manufacturer narrative:
Additional information- block b7: hypertension was inadvertently missed. Correction- block e4: "initial reporter also sent report to FDA?" Was updated from "yes" to "no".

Manufacturer narrative:
Blocks d9 & h3: omniwire was returned for evaluation. Block h3: the omniwire was returned in two pieces and visually and microscopically inspected. The distal coil was stretched and separated, exposing the core wire and shaping ribbon. The shaping ribbon was also separated; however, one part remained soldered to the dome and the other part was connected to the sensor housing. Additional information confirmed that the physician cut the wire in order to remove from the patient. No missing pieces, all parts of the wire were accounted for. Block h6: the probable cause of the reported failure is damage in use. Strain, impact, and forces associated with handling may affect the integrity of the device.